Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: it was reported that during suspension of a pulsavac a/c power pack it was broken. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. Probable cause/root cause: the root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Foreign: (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted,

Event description:
It was reported that during suspension of a pulsavac a/c power pack it was broken. There was no patient involvement as the event occurred after surgery. No other information was available.